Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-aug-2025, it was reported that a beta bionics ilet user observed the front and back of the device separating, possibly due to being dropped. The device remained responsive but required replacement. There was no report of end-user harm or adverse event associated with this case.